Manufacturer narrative:
The production device history record (DHR) for the iabp involved in the event was reviewed. There were no non conformances noted in the DHR related to the reported event.

Event description:
Customer reported that while in use on a patient the iabp displayed several gas alarms. An auto fill was performed with each alarm. The iabp then abruptly stopped, and a loud screeching noise occurred. The iabp was then turned off, and sent to the biomed for an evaluation. A second iabp was brought in to continue therapy. No adverse event or patient injury was reported at that time. On, march 24, 2017, getinge was notified that the patient expired on (B)(6) 2017. The customer reported that the patient's death is not being attributed to the iabp. Furthermore, an additional report is being submitted with the information regarding the intra-aortic balloon (under (B)(4)), and the information regarding the patient's death on intra-aortic balloon pump #2 (under (B)(4)).